Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced replace battery alarm with low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the active current test. Failed with sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, replace battery occurred on 02-jul-2025 at 04:56 a.m, low battery alerts occurred on 07/03/2025 19:15:00, 07/02/2025 02:08:00 and 06/29/2025 04:38:00 and failed battery test occurred on 06/30/2025 10:37:13, 06/27/2025 12:34:21 and 06/27/2025 12:34:07 found in the history files. Battery cycle 22.0 received the lowbatteryalert (104) on 07/03/2025 19:15:00 faster than expected at 1.58 days. Battery cycle 21.0 received the lowbatteryalert (104) on 07/02/2025 02:08:00 faster than expected at 1.65 days. Battery cycle 18.0 received the lowbatteryalert (104) on 06/29/2025 04:38:00 faster than expected at 1.56 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay and scratched case. Customer experienced an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected was confirmed, problem was isolated to suspecting hardware issue. Pump received with a high sleep current measurement due to pcba 1. No current code/category was confirmed due to high sleep current measurements. Failed battery test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.